Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2017, after receiving multiple shocks and a vibratory alert from the cardiac resynchronization therapy defibrillator. The patient fell due to the event. It was noted that the patient received inappropriate high voltage therapy due to right ventricular lead noise oversensing. The patient presented for a scheduled lead revision procedure. There was no obvious visual damage to the lead. The lead was hooked up to the analyzer where it was noted that it exhibited variable impedance and sensing was not found to be clear and stable. On the date of the surgery during the pre-surgical check, it was noted that the device exhibited premature battery depletion. The lead and device were explanted and replaced. The patient tolerated the surgery well and left the hospital in good condition after the post operation check.

Manufacturer narrative:
Electrical testing found the continuity of the inner coil to be intermittently open. Visual analysis found the lead body to be flattened at 11.5 cm from the connector pin. X-ray analysis of the flattened region of the lead body found the inner coil to be separated/ broken. Scanning electron microscope analysis confirmed that all filars of the inner coil were fractured. The cause of the fractured inner coil is consistent with fatigue fracture.

Event description:
It was reported that the lead impedance went up in the middle of (B)(6) 2017.